Manufacturer narrative:
Integra has completed their internal investigation on october 4, 2017. Results: evaluation of returned device; the insulation sheath increased at the distal end after reprocessing. There are numerous impacts on insulation sheath. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family monopolar insulated tube for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: the most probable cause of the deficiency observed is a material issue with a stability defect of the black insulated sheath during reprocessing. Such defect can lead to an impossible assembling or an unintended severe electrical injury to patient or user if used but should have been detected prior use after reprocessing. Our IFU provided with this product include the statement: "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
It was reported that after the instrument went under 1 or 2 cycle of sterilization, it started losing its shape, rotating device got stuck, insulating cover over the shaft started expanding from the actual length, insulating cover started having rough humps over the entire shaft and metal part started changing color. No patient involvement.